Manufacturer narrative:
The complaint allegation was not confirmed. The reported incidence could not be repeated. One unpackaged abs-10060 batch gb1728 was received for investigation. Upon visual inspection signs of wear and tears was observed on the device. Functional testing results: sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 26 ml platelet-poor plasma (ppp), 31 ml rbc, and 4 ml prp. The prp volume within the syringe was recorded as 4.0 ml. The console functioned normally; no errors were reported during processing. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xn-1000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. The reported incidence could not be repeated. Most likely, the alarm was due to insufficient volume of whole blood or bone marrow aspirate added to the ¿whole blood in¿ chamber. No related problem found.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4)that an abs-10060 angel wasn't working or reading accurately. During a case on (B)(6)2024, the angel produced an "insufficient fill alarm". The facility emptied the set and started again, got the same insufficient fill, then emitted set and powered the machine off and restarted. There was 50ml of bma that was in the whole blood in volume. The facility ultimately brought over another machine and was able to process it without further issue, with no patient harm. Additional information provided 01/21/24: this was during a revision foot fusion procedure. The cartridge was unloaded and reloaded into a new machine and the procedure was completed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.